Event description:
The patient was receiving a norepinephrine infusion via ICU medical plum 360 at 0.04 mcg/kg/min. At 0300, bp was 105/67 (77) and at 0315 bp was 77/50 (57). The blood pressure was alarming on patient monitor and central monitor. Rn entered patient room to assess the patient. Rn found the IV infusion pump cycling on and off with no audible alarm. Immediately, the pump was removed from service and another pump was programmed to run the norepinephrine and subsequent bp was 119/74 (97).